Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, at a depth of -2mm, the valve dislodged to an implant depth of 3-5mm above the native annulus and moderate paravalvular leak (pvl) was noted. Subsequently, a second valve was loaded and successfully implanted. Following implant of the second valve, the pvl reduced to trace. No additional adverse patient effects were reported.